Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the developed radio lucent lines around press-fit femoral stem. Revision surgery confirmed femoral stem was loose. Femoral canal was reamed up to 16mm and a 16x152 press-fit stem was impacted with good stability. Left.